Event description:
In 2007, I had a depuy pinnacle hip replacement. I now have metal toxicity with an extremely toxic level of chromium. I have an appointment to have the hip removed before I am poisoned any further. I have a fracture and the hip is rotating, getting ready to dislocate, according to my cat scan. I have continual headaches, short term memory loss, problems with my kidneys, and pain upon slightest activity, such as housework. I want this product recalled. Thanks.